Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cord and adapter were exposed to a thermal event. The patient put the controller on the charger and was alerted to sparks behind the outlet (behind outlet cover). The patient immediately disconnected the cord and controller. The controller was not damaged.- but will now not hold a charge. The fire department took the patients cord and wall adapter.